Event description:
It was reported that the transmitter was overheating. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.